Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a proglide device via a 6f sheath after a cardiac intervention. Reportedly, no femoral angiogram was performed prior to proglide use. After deployment of the plunger, the foot was retracted and the proglide became stuck. A forceful attempt was made to pull out the proglide device; it broke, yet remained intact. The patient was sent for surgery. The access site was incised, the device removed, and surgical suturing was used to achieve hemostasis. No additional medication given and no vessel damage. The patient outcome was good. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.